Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's health care provider reported via phone call of motor error with the customer's insulin pump and no deliveries. It was reported that the customer would get insulin deliveries on and off. It was also reported that the buttons on the insulin pump were sticking. The troubleshoot was unable to be completed, due to the call dropping. The customer was unable to be reached after calling back.